Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to detached end cap. Unable to verify drive/motor anomaly due to detached end cap. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. During visual inspection, the electronic assembly was corroded and the motor had moisture damage. Device had also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working and drive support cap was coming away from the insulin pump. The customer¿s blood glucose was 164 mg/dl at the time of incident. Customer states the insulin pump display went blank immediately after insulin pump exposure to moisture. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.